Event description:
Information received from the (B)(4) clinical database. Treatment of a right unruptured internal cerebral artery aneurysm measuring 9.4 mm x 3.2 mm. Post anesthesia, it was reported that the patient experienced confusion and left hemiparesis. No other complications were reported with the patient as a result of the procedure and her condition resolved on 03/01/2011.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).